Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device expulsion ('essure implant on the left side was protruding greater than'), genital haemorrhage ('abnormal bleeding') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, abdominal pain, headache, right upper quadrant pain, abdominal discomfort, migraine, arthritis, skin disorder, depression, cholecystectomy, rectal polyp and ulcer nos. Concurrent conditions included irregular menstrual cycle, cholelithiasis, choledocholithiasis, gastroesophageal reflux disease, spinal pain, liver enzyme abnormal, hypertension, abdominal tenderness, chronic epigastric pain, chronic gastritis, general body pain, hepatic enzyme increased, oropharyngeal dysphagia, fibromyalgia, rash, visual disturbance, rectal bleeding, sleep apnea, nervous breakdown, seizures, loss of consciousness, chest pain, heartbeats irregular, tendency to bruise easily, anemia, ankle swelling, diarrhea, cough, costochondritis, palpitations, perineal pain and uterine bleeding. Family history included granuloma annulare. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), fatigue ("fatigue"), headache ("headaches"), arthralgia ("joint pain"), back pain ("back pain"), stress ("stress") and palpitations ("heart palpitations"). The patient was treated with surgery ((B)(6) 2015 hysteroscopy with removal of left sided essure and hysteroscopy with removal of left sided essure/total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, neuromyopathy, pelvic pain, allergy to metals, dyspareunia, autoimmune disorder, fatigue, headache, arthralgia, back pain, stress and palpitations outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, back pain, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, neuromyopathy, palpitations, pelvic pain, stress and uterine perforation to be related to essure. The reporter commented: essure removal: on (B)(6) 2015: hysteroscopy with removal of left sided essure implant and laparoscopic bilateral tubal ligation. On (B)(6) 2018: total abdominal hysterectomy, bilateral salpingectomy. Insertion details:- trailing coils: left 3, trailing coils: right 4. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: result: moderately atrophic and lobulated appearance of the left kidney with areas of cortical scarring. The right kidney is normal in morphology. No hydronephrosis bilaterally. Hysterosalpingogram - on (B)(6) 2015: result: essure implants within each side of the pelvis. Nuclear magnetic resonance imaging - on (B)(6) 2015: result: 1. Cholelithiasis without choledocholithiasis. 2, atrophy and scarring of the left kidney with mild compensatory.; on (B)(6) 2016: result: there is slight thickening and edema involving the distal right gluteus minimus tendon near the attachment to the greater trochanter suggesting tendinosis. There is no trochanteric bursitis.. Pathology test - on (B)(6) 2015: result: gross: the specimen is in formalin labeled essure device and consists of an irregular silver metal coil consistent with an essure device approximately 0.8 cm long by 0.2 cm in diameter, also present is am elongated string-like portion of synthetic brown tan material approximately 3 cm long by 1 mm. In diameter. Pregnancy test urine - on (B)(6) 2015: result: negative. Ultrasound biliary tract - on an unknown date: result: 1. Cholelithiasis. 2. Mild dilation of the common bile duct 8.4 mm which may be related to choledocholithiasis. Ultrasound scan - on (B)(6) 2018: result: fibroid in the posterior lower uterine segment. X-ray - on (B)(6) 2015: result: mid facet degenerative joint disease on the left at ls-s 1, 10 mm calcification may be within the left renal pelvis, prior abdominal surgery. Essure implants within the pelvis. The femur is normal. The hip and knee joints are normal. The adjacent soft tissues are normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device expulsion ('essure implant on the left side was protruding greater than'), genital haemorrhage ('abnormal bleeding') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, abdominal pain, headache, right upper quadrant pain, abdominal discomfort, migraine, arthritis, skin disorder, depression, cholecystectomy, rectal polyp and ulcer. Concurrent conditions included irregular menstrual cycle, cholelithiasis, choledocholithiasis, gastroesophageal reflux disease, spinal pain, liver enzyme abnormal, hypertension, abdominal tenderness, chronic epigastric pain, chronic gastritis, general body pain, hepatic enzyme increased, oropharyngeal dysphagia, fibromyalgia, rash, visual disturbance, rectal bleeding, sleep apnea, nervous breakdown, seizures, loss of consciousness, chest pain, heartbeats irregular, tendency to bruise easily, anemia, ankle swelling, diarrhea, cough, costochondritis, palpitations, perineal pain and uterine bleeding. Family history included granuloma annulare. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), fatigue ("fatigue"), headache ("headaches"), arthralgia ("joint pain"), back pain ("back pain"), stress ("stress") and palpitations ("heart palpitations"). The patient was treated with surgery ((B)(6) 2015 hysteroscopy with removal of left sided essure and hysteroscopy with removal of left sided essure/total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, neuromyopathy, pelvic pain, allergy to metals, dyspareunia, autoimmune disorder, fatigue, headache, arthralgia, back pain, stress and palpitations outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, back pain, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, neuromyopathy, palpitations, pelvic pain, stress and uterine perforation to be related to essure. The reporter commented: essure removal: on (B)(6) 2015: hysteroscopy with removal of left sided essure implant and laparoscopic bilateral tubal ligation (B)(6) 2018: total abdominal hysterectomy, bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: result: moderately atrophic and lobulated appearance of the left kidney with areas of cortical scarring. The right kidney is normal in morphology. No hydronephrosis bilaterally. Hysterosalpingogram - on (B)(4) 2015: result: essure implants within each side of the pelvis.. Nuclear magnetic resonance imaging - on (B)(6) 2015: result: cholelithiasis without choledocholithiasis. Atrophy and scarring of the left kidney with mild compensatory.; on (B)(6) 2016: result: there is slight thickening and edema involving the distal right gluteus minimus tendon near the attachment to the greater trochanter suggesting tendinosis. There is no trochanteric bursitis.. Pathology test - on (B)(6) 2015: result: gross: the specimen is in formalin labeled essure device and consists of an irregular silver metal coil consistent with an essure device approximately 0.8 cm long by 0.2 cm in diameter, also present is am elongated string-like portion of synthetic brown tan material approximately 3 cm long by 1 mm. In diameter. Pregnancy test urine - on (B)(6) 2015: result: negative. Ultrasound biliary tract - on an unknown date: result: cholelithiasis. Mild dilation of the common bile duct 8.4 mm which may be related to choledocholithiasis. Ultrasound scan - on (B)(6) 2018: result: fibroid in the posterior lower uterine segment.. X-ray - on (B)(6) 2015: result:mid facet degenerative joint disease on the left at ls-s 1, 10 mm calcification may be within the left renal pelvis, prior abdominal surgery. Essure implants within the pelvis. The femur is normal. The hip and knee joints are normal. The adjacent soft tissues are normal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.